Event description:
Electrocardiogram was ordered and performed. The interpretation provided by the computerized electrocardiogram machine is incorrect. This device, as is common with most self interpreting electrocardiogram machines, fails to correctly interpret the rhythm when the pt has a pacemaker. In this case, atrial fibrillation was not diagnosed as the underlying rhythm. The errors are widespread leading one to question when the last time the FDA required the manufacturers to validate their devices' software.